Event description:
It was reported that the patient experienced migration on the spinal cord stimulator (scs) lead and underwent a revision procedure. The lead and clik anchor were explanted and replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI upn: 9617229-2023-06393, model: sc-4319, batch: 27053392.